Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's congestive heart failure was exacerbated when their left ventricular (lv) lead dislodged due to twiddler's syndrome. The lead was initially turned off and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.